Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the outer coating of silicone foley catheter had a piece of coating hanging off in the catheter.

Manufacturer narrative:
The reported event is inconclusive as the lot number reported does not match the lot number of the returned sample. Visual evaluation noted received 1 sure step foley tray system in open packaging. Excess silicone was present hanging off the catheter. However, the reported event is inconclusive as the lot number reported does not match the lot number of the returned sample. Pr (B)(4) was opened to capture excess silicone found on catheter. Labelling review is not required as labelling would not have prevented the reported event. DHR review did not show any problems or conditions that would have contributed to the reported event. Corrections: d, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the outer coating of silicone foley catheter had a piece of coating hanging off in the catheter. Per investigator's notification received on 13nov2025, it was reported that excess silicone present on foley catheter was found during sample evaluation.